Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 1 was failed to open. The customer stated that this malfunction caused a delay to the patient care and happened while dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed and did not open due to loosen connection. A field service engineer (fse) analyzed the back panel drawer connectors and re-seated them. The fse observed minimal marks on the retractor band and replaced it due to cubie failures. The fse also found a loose connection on the row board and fully seated it to resolve the issue. The system functioned as intended after the field service engineer repaired the device.